Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type ii endoleak, type iiib endoleak of the bifurcated device, with a secondary endovascular procedure. The device, user, procedure, or anatomy relatedness of this event could not be determined. Procedure-related harms identified were type ii endoleak from the lumbar artery. The final patient status was reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, a type iiib and ii endoleaks were identified during routine follow-up. The physician elected to treat the patient by relining with the ovation ix system (main body and two (2) iliac limbs) on (B)(6) 2019 to resolve the reported endoleaks. The patient is reportedly in good status and was discharged the following day. There have been no additional patient sequelae reported.